Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced bilateral developmental hypomastia. The left breast implant was not totally full. The left implant appeared to be intact. However, there was a hypertrophic scar on the left side. The left device was discarded. The replacement devices for the left and right breast implants were saline mentor smooth round moderate profile 425cc. The right implant was deflated. The patient's race was caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/4/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/24/2019, during evaluation of the device a tear was observed within a crease on anterior view of the implant, measuring approximately 1.0 cm. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It is possible the deflation that patient experienced on her breast, might occurred by the mountain riding, additionally the crease present on shell contributed to be easier the rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 325cc, catalog number: 3501650, serial number: (B)(4), lot number: 6507880. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. The patient reported that deflation might have been during day when the patient was riding on the mountain. As a result, the patient will undergo removal on (B)(6) 2019.